Event description:
Reporter indicated that patient developed a significant amount of swelling post-implant. During the time span when the swelling was present the patient underwent a CT scan. The CT scan was inconclusive. The physician thought the swelling may be related to a pocket of air or a muscle spasm. Since december, the patient has been experiencing intermittent swelling. The swelling is worse when flying. The swelling is not in conjunction with the stimulation. The patient has also been experiencing a "vasal vagal response" since december when the lead area is palpated or sometimes when turning the head to the left or when looking downwards. With the vasal vagal response the patient will become nauseated, very white, and feels extremely faint. The physician is able to illicit the vasal vagal response from the patient in the office. The patient tolerates stimulation without any problems. The lead test is within normal limits.